Manufacturer narrative:
(B)(6). UDI: gtin is unavailable as the part number as unknown; (B)(4). The product code is unknown. Therefore, the brand name and catalog number are unknown. The device manufacture date and the manufacturing location are currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device switched off on its own after ten seconds. The reporter indicated that there was no visual indication that the device was connected to the mains even when it was switched on. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the (B)(6) in 2018. The actual month was not specified. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.